Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar disc herniation procedure used: decompression internal fixation it was reported that intra-op, the screw plug slid. The screw came in contact with the patient but did not break. Screw plug was replaced to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: microscopic and visual examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread and continued up towards the top of the screw. Functional evaluation with sample mas head the set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.